Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the main cart monitor was intermittently blacking out due to a positional issue. Physical frayed damage was observed on the high-definition multimedia interface (hdmi) cable, and it was confirmed that the port on the system remained functional. Troubleshooting steps included swapping the hdmi cable with a known working one, which did not resolve the issue, as the no video detected message persisted. Both camera carts had functioning monitors. It was confirmed that the system had a legacy computer. A faulted gpu (graphics processing unit) card was suspected. There was no patient involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735823, product ID: 9735764, work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the computer and high-definition multimedia interface (hdmi) cord were replaced. The system then passed testing. Codes b01, c13 and d02 are applicable to this evaluation. Multiple annex a codes were reported: a0902: applicable to the main cart monitor intermittently blacking out. A07: applicable to the frayed damage cable. A110201: applicable to "no video detected". A1102: applicable to the "no video detected" message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.